Manufacturer narrative:
The customer¿s report that a syringe module lost connection was confirmed in the event log and in a video supplied by the customer. Analysis of the pcu event log shows that on (B)(6) 2016 at 4:01 pm, syringe module s/n: (B)(4) was attached directly to the left side of the pcu and programmed to infuse fentanyl. At 4:02 pm syringe module s/n: (B)(4) was attached to the left side as channel a and programmed to infuse epinephrine. On (B)(6) 2016 at 5:32am, a channel disconnect alarm occurred on channel a. The module lost and reestablished power twice and was then replaced with syringe module s/n: (B)(4). Immediately, syringe module s/n: (B)(4) lost and reestablished power. It was then programmed for the same epinephrine infusion and started at 5:35am. At 5:44am, a channel disconnect alarm occurred on channel a. The programming was manually re-entered and the infusion restarted. At 7:54am and 10:17am, additional channel disconnect alarms occurred on channel a. Each time the programming was restored and the infusion was restarted. At 10:33am, another channel disconnect alarm occurred for channel a; power was not restored to the device. The syringe was removed from syringe module s/n: (B)(4) and the device was channeled off. The additional devices were channeled off and the system was powered down. Physical inspection noted the device to have contamination present on the pins of the right (male) iui connector. No signs of fluid ingress were noted inside the syringe module. Testing of the received devices with aggressive manipulation was unable to replicate the channel disconnect events. The cause of the reported channel disconnect alarms was not definitively identified but it is believed that the alarms were caused by iui contamination, and that the contamination was removed by friction during testing at the customer site and at bd.

Event description:
The customer reported that the syringe pump "blacked out" at 0600 while infusing epinephrine. The device was turned back on; reportedly, between 0700 and 1000 the device turned off 3 times, and the last time there was a "channel disconnect alarm". A second device alarmed for channel disconnect while infusing norepinephrine. The patient's blood pressure slightly dropped; the patient was critically ill and no lasting patient harm was reported.